Event description:
Patient's legal guardian (lg) reported that the pod was worn on the arm was removed after 37 to 48 hours due to an allergic reaction. Symptoms included redness, swelling and irritation at the pod site. Initially, lg did not remove the pod because the patient was away from home without insulin. Lg obtained over-the-counter antihistamine (claritin for kids) and a topical steroid from a pharmacy but administered only the antihistamine. The pod remained in place during the day despite persistent itching and pain until the patient self-removed it. The following day, lg took the patient to their general practitioner, who confirmed an allergic reaction and prescribed eleuphrat (topical corticosteroid). The patient continues pod therapy and reports improvement, noting that the skin is no longer itchy due to the antihistamine.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to customer's allergic reaction. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.